Manufacturer narrative:
(B)(6). There is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas for evaluation. The keypad was found to be intact and the keypad buttons were responsive to button presses. During investigation, the audio bolus button was found to be unresponsive. The button contact was found to be misaligned.

Event description:
The patient reported that the audio bolus button was sticking. He said that he monitored his button presses and all button presses have been correct. He denied damage or peeling of the keypad or audio bolus button cover.